Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle was selected for transcatheter myocardial ablation to treat paroxysmal atrial fibrillation in the left atrium. It was mentioned that a poor energization was noted. The radio frequency was given during attempt to cross septum, but it was not possible to cross the septum. Tenting septum was confirmed before attempting to deliver rf and needle was manually reshaped prior to procedure. No challenges on patient's anatomy and no visible issues on the needle upon removal from packaging. No other issues were mentioned. Hence, the device was replaced and the procedure was completed successfully. No patient complications have been reported. The product is not expected to be return because it was discarded at the facility.